Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypogastric pain, tonsillectomy and hypothyroidism. No known allergies, non-smoker, no toxic habits. Previously administered products included: iud nos and copper iud. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2288 days after essure insertion, she experienced adnexa uteri pain ("adnexal discomfort"). On (B)(6) 2018, she experienced hyperaemia ("hyperaemia"). On (B)(6) 2018, she experienced eye pruritus ("ocular pruritus"). In (B)(6) 2019, she experienced dermatitis contact ("dermatitis allergic to nickel"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), urinary tract infection ("urinary tract infections"), arthralgia ("joint pain"), renal pain ("pain in the left renal fossa"), headache ("headache"), heavy menstrual bleeding ("she¿s been experiencing heavy bleeding during the first two days of her period"), abdominal discomfort ("discomfort in left iliac fossa"), tonsillitis ("tonsillitis"), vaginal discharge ("vagina: no lesions. Minimal discharge"), swelling ("she felt swollen"), tooth loss ("loss of teeth"), flatulence ("increased gas") and dysmenorrhoea ("dysmenorrhoea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the dermatitis contact was resolving and the eye pruritus had not resolved. The outcomes for abdominal pain, adnexa uteri pain, hyperaemia, urinary tract infection, arthralgia, renal pain, headache, heavy menstrual bleeding, abdominal discomfort, tonsillitis, swelling, weight increased, tooth loss, flatulence and dysmenorrhoea were unknown. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, arthralgia, dermatitis contact, dysmenorrhoea, eye pruritus, flatulence, headache, heavy menstrual bleeding, hyperaemia, renal pain, swelling, tonsillitis, tooth loss, urinary tract infection, vaginal discharge and weight increased to be related to essure administration. The reporter commented: it is not sustained that there was a delay in treatment. The patient consulted for the first time on (B)(6) 2017 due to the presence of symptoms at hospital , 6 years after the insertion of the devices. At first, and as detailed in the case history available in the consultation report, the patient did not know whether to attribute the symptoms to the essure devices. Therefore, it was decided to prescribe treatment and have a new check done. A vaginal ultrasound was performed on (B)(6) 2018. The patient claims that there was evidence of poor insertion of the devices, but according to the report, that was not the case. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2011: devices were observed to be in a normal position; on (B)(6) 2018: right essure perfectly located in the intramural region of the right fallopian tube. It measures 27 mm. A left essure device of 32 mm that appears a little more peripheral, closer to the uterine serosa, but it follows the direction of the tube, so I could not determine whether this is due to the position of the uterus; (date unknown): anteverted uterus measuring 80x41x53 mm. Regular outline. Endometrium: 4 mm. Endometrial cavity: normal. Right ovary: 25x16 mm. Left ovary: 27x22 mm. Both ovaries have normal characteristics right essure is perfectly located in the intra-mural area of the right tube, measuring 27 mm. Left essure measures 32 mm, appears to be in a more peripheral location, closer to the uterine mucosa, but it follows the direction of the tube, so I cannot ascertain if it is an effect of the uterine position. On the other hand, the area is pain-free to the touch; only slight discomfort with pressure. [X-ray] (date unknown): no remains of the devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2023: events abdominal discomfort, flatulence, tonsillitis, heavy menstrual bleeding, dysmenorrhea, tooth loss, weight gain were added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypogastric pain, tonsillectomy and hypothyroidism. Previously administered products included: iud nos and copper iud. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2288 days after essure insertion, she experienced adnexa uteri pain ("adnexal discomfort"). On (B)(6) 2018 she experienced hyperaemia ("hyperaemia"). On (B)(6) 2018 she experienced eye pruritus ("ocular pruritus"). In (B)(6) 2019 she experienced dermatitis contact ("dermatitis allergic to nickel"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), urinary tract infection ("urinary tract infections"), arthralgia ("joint pain"), renal pain ("pain in the left renal fossa") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the dermatitis contact was resolving and the eye pruritus had not resolved. The outcomes for abdominal pain, adnexa uteri pain, hyperaemia, urinary tract infection, arthralgia, renal pain and headache were unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, dermatitis contact, eye pruritus, headache, hyperaemia, renal pain and urinary tract infection to be related to essure administration. The reporter commented: it is not sustained that there was a delay in treatment. The patient consulted for the first time on (B)(6) 2017 due to the presence of symptoms at hospital , 6 years after the insertion of the devices. At first, and as detailed in the case history available in the consultation report, the patient did not know whether to attribute the symptoms to the essure devices. Therefore, it was decided to prescribe treatment and have a new check done. A vaginal ultrasound was performed on (B)(6) 2018. The patient claims that there was evidence of poor insertion of the devices, but according to the report, that was not the case. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2011: devices were observed to be in a normal position; on (B)(6) 2018: right essure perfectly located in the intramural region of the right fallopian tube. It measures 27 mm. A left essure device of 32 mm that appears a little more peripheral, closer to the uterine serosa, but it follows the direction of the tube, so I could not determine whether this is due to the position of the uterus [x-ray] (date unknown): no remains of the devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: quality safety evaluation of ptc. Amendment: coding for pain in the left renal fossa amended from pt groin pain to renal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypogastric pain, tonsillectomy and hypothyroidism. Previously administered products included: iud nos and copper iud. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2288 days after essure insertion, she experienced adnexa uteri pain ("adnexal discomfort"). On (B)(6) 2018 she experienced hyperaemia ("hyperaemia"). On (B)(6) 2018 she experienced eye pruritus ("ocular pruritus"). On (B)(6) 2019 she experienced dermatitis allergic ("dermatitis allergic to nickel"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), urinary tract infection ("urinary tract infections"), arthralgia ("joint pain"), groin pain ("pain in the left renal fossa") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the dermatitis allergic was resolving and the eye pruritus had not resolved. The outcomes for abdominal pain, adnexa uteri pain, hyperaemia, urinary tract infection, arthralgia, groin pain and headache were unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, dermatitis allergic, eye pruritus, groin pain, headache, hyperaemia and urinary tract infection to be related to essure administration. The reporter commented: it is not sustained that there was a delay in treatment. The patient consulted for the first time on (B)(6) 2017 due to the presence of symptoms at hospital , 6 years after the insertion of the devices. At first, and as detailed in the case history available in the consultation report, the patient did not know whether to attribute the symptoms to the essure devices. Therefore, it was decided to prescribe treatment and have a new check done. A vaginal ultrasound was performed on (B)(6) 2018. The patient claims that there was evidence of poor insertion of the devices, but according to the report, that was not the case. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2011: devices were observed to be in a normal position; on (B)(6) 2018: right essure perfectly located in the intramural region of the right fallopian tube. It measures 27 mm. A left essure device of 32 mm that appears a little more peripheral, closer to the uterine serosa, but it follows the direction of the tube, so I could not determine whether this is due to the position of the uterus [x-ray] (date unknown): no remains of the devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.